Event description:
It was reported that an ilet user on vacation experienced hyperglycemia after announcing a usual meal and likely underestimating carbohydrate intake. The device delivered increased correction doses. Symptoms included hyperglycemia withe a peak of 353 mg/dl. Outcomes included no medical intervention beyond advice to obtain a short-term insulin prescription from a healthcare provider or urgent care to cover until return home. Investigation included complaint handling and user education on meal announcements and carbohydrate estimation. Investigation of this case revealed use-related error related to incorrect meal size announcement with appropriate device performance, as the pump provided correction dosing as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement accuracy.